Event description:
A healthcare provider reported via email that the customer's adc device does not turn on with button press or strip insertion. As a result, the customer had contact healthcare provider who provided unspecified treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The investigation involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.